Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their insulin pump unexpectedly shut off and would not come back up. The customer's blood glucose level at the time of incident was unknown. The customer states they did not receive a low battery alert prior to the device shutting down. Troubleshooting was conducted. The device returned to normal operating status. The customer was advised to call back if the issue returns. Nothing is being returned for analysis.